Manufacturer narrative:
B3. Date of event: exact event date is unknown. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified the fiber was broken as it was received in two pieces. The fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. The fiber connector had burn marks on the surface. The following message was displayed: treatment used: 7. Treatment left: 3. It is likely that procedural handling and procedural conditions of the fiber during set up or use contributed to the fiber break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired, this led to the fiber break. The instruction for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was received without customer and performance allegation information. Analysis of the returned device identified the fiber was broken in two.